Manufacturer narrative:
Manufacture reference number: (B)(4). One used device was received for evaluation. The visual inspection found that the recorder function properly without any problem. A review of the device history record indicates that the product was release meeting finished product specifications.

Event description:
According to the reporter the device only records when it is on the patient's chest. The recorder also powered off and on while charging, and had been charged for a couple of days and still did not have a full charge. There was no harm to the patient or user, and a repeat procedure was performed.